Event description:
A surgeon reported that during a combined procedure, a system message displayed and they could not use functions related to the fluidics module. The system was rebooted and the pack was exchanged in order to complete the case. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been rec'd, but has not yet been evaluated. A root cause has been identified. (B)(4).